Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient recently presented with a type ib endoleak and a rupture into the inferior vena cava due to disease progression. A repeat surgery was performed where another manufacturer¿s 12mmx14cm stent graft was implanted in the right external iliac artery two days later. No additional clinical sequelae were reported and the patient is fine. The physician commented that the device was placed at the common iliac artery. The common iliac artery was becoming aneurysmal. The same phenomenon was reconfirmed with time, which would have led to the type ib endoleak. Review of single returned still 3d/CT image confirmed that the endurant was implanted with the ipsilateral limb on the right side, with the contra limb and extension positioned within the left common iliac artery. Possible contrast was seen near the distal right iliac artery. However, the cause of the reported distal type I endoleak could not be determined from this image. No stent graft issues were observed. The ivc appeared in close proximity to the right limb; however the cause of the reported ivc fistula could not be determined.